Event description:
It was reported that during a device change out, out-of-range lead impedance was observed upon defibrillation threshold testing. The lead was capped and replaced. The patient condition was stable.

Manufacturer narrative:
(B)(4).